Event description:
It was reported that the black sensor was missing on the rh frontal sinus seeker during sterile processing at the healthcare facility, after a surgical procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that the black sensor was missing on the rh frontal sinus seeker during sterile processing at the healthcare facility, after a surgical procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, a physical impact to the device was determined as a potential root cause for the breakage. The device was not returned to the healthcare facility, as it was not repairable.